Manufacturer narrative:
Internal file number - (B)(4). No UDI is being reported as the part and lot numbers were not reported. Device status changed from returning to not returned. The device was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr) for the database review and similar incident query for this product was not performed since the part and lot numbers were not reported. The investigation determined the reported difficulties of migration or movement of the filter appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional acculink device referenced is being filed under a separate medwatch report.

Event description:
It was reported that the vessel was to treat a bifurcated internal and common carotid artery. The nav6 and the 80x40mm acculink carotid stent were prepped per the instructions for use. The nav6 was positioned at the lesion first. Then as the acculink was advanced over the barewire (nav6), it became stuck. The physician was unable to advance further. When attempting to remove the acculink resistance was met with the barewire. After some force and manipulation, the acculink was able to be removed. Consequently, this caused the nav6 filter to pull into the vessel, while still being on the bare wire. Once the acculink was outside of the anatomy, the retrieval catheter was used to retrieve the filter. An xact stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.